Event description:
Tech alleged that the head section brakes are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake rocker arm connecting rod and the hex rod to resolve the issue.